Event description:
Oversensing on right atrial (ra) lead, alert: atrial unipolar lead impedance warning on (B)(6) 2021, (B)(6) 2021, (B)(6) 2022, (B)(6) 2022, and (B)(6) 2022. A. Unipolar lead impedance 171 ohms. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).